Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not fully power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has bot been positively identified but th intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient called the doctor's office and reported that his monitor was malfunctioning. Zoll customer support contacted the patient who reported that the monitor was making a loud noise and would not power on. The patient was issued a replacement monitor.